Event description:
It was reported, the patient experiences pain at the lead site. The patient's physician examined the site and indicated it felt like fluid was around the lead site. The patient was referred to a surgeon and follow-up information indicated a CT scan is to be performed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.